Manufacturer narrative:
On 9/11/2019, per clinician's review of the symptoms, patient code (field h6) has been updated from autoimmune to generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5088603 that a female patient with unknown age, and race underwent unspecified breast surgery with unknown gel implants on both sides and was presented with wrist pain, foot pain, stiffness, breast pain, itching. The rheumatologist suspected ra. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.